Manufacturer narrative:
(B)(4). Results of field service representative onsite visit: regulator on blender was leaking. Replaced blender and resolved the issue. Ran ovp, unit passed all test and runs according to mfg specs. A vyaire field service representative (fsr) evaluated the device onsite and replaced the blender which resolved the issue. The fsr performed the operational verification procedure (ovp) which passed. The field service representative confirmed the ventilator passed all testing and met all vyaire manufacturer specifications. The vyaire failure analysis lab received the suspected component and performed a failure investigation. The reported issue was unable to be confirmed. The regulator did not leak during testing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the vela ventilator was leaking from the o2 outlet. It is currently unknown if there was patient involvement. No patient harm was reported.